Event description:
Therapy interruption reported: the nipride drip (prescription unspecified) was infusing on battery power during transport to radiology. At radiology, the pump was plugged into an ac wall outlet. It was reported that the pump immediately went into a "check rate" alarm. Problem solving interventions were unsuccessful and the pump was replaced. During the interruption, it was reported that the pt's systolic blood pressure increased from 240 to 280 mm hg (no diastolic info was available). There was no reported adverse effects and the systolic pressure decreased once the nipride drip was resumed with the replacement pump. Though requested, there was no additional info available.